Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the buttons were working but the pump was not delivering insulin. The customer had symptoms such as nausea, abdominal pain and confusion. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.